Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 17-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 was indicating as open but did not physically open. The field service engineer (fse) inspected the drawer and identified that the reflective label required for the drawer sensor was missing. The fse replaced the reflective label on drawer 5, after which functionality was restored. The fse performed validation using the hardware test application, and all tests passed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer indicated that it was open, but it did not open. Customer stated that something was wrong with the sensor and also reported seeing a reflective sticker-like material attached to the back of the unit and removed it but were unsure whether it was part of the hardware. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.